Event description:
It was reported balloon rupture occurred. Vascular access was obtained via the retrograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the forearm. After an unspecified guidewire was passed through, dilation was performed with a 4mm x 40mm x 146cm coyote es balloon catheter. However, the balloon ruptured at an unknown pressure. The procedure was completed with a different device. No patient complications nor injuries were reported.